Manufacturer narrative:
(B) (4)

Event description:
Per the audiologist, the patient reportedly experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicate normal device function. The results of a CT scan indicate proper device placement.the patient was explanted (B) (6) 2009, and the patient was reimplanted with a new device during the same surgery.